Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 05/2025) device not returned.

Event description:
It was reported that one day post a chronic catheter placement, crack was allegedly noted to hub of drain & connection/extension tubing. It was further reported that resistance was felt and pain was experienced by patient despite adequate analgesia. Reportedly, the catheter was removed. The current status of the patient was unknown.

Event description:
It was reported that one day post a chronic catheter placement, crack was allegedly noted to hub of drain & connection/extension tubing. It was further reported that the catheter got stuck in patient body and resistance was felt. Reportedly pain was experienced by patient despite adequate analgesia. Reportedly, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one navarre drainage catheter was received for evaluation. Visual, microscopic and functional evaluations were performed. The catheter hub appeared to be fractured. A portion of the hub was noted to be missing. Therefore, the investigation is confirmed for the reported fracture issue and the identified material separation issue. However, the investigation is inconclusive for the reported entrapment of device and difficult to remove issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 05/2025), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a chronic catheter placement, crack was allegedly noted to the hub of drain & connection/extension tubing. It was further reported that the catheter allegedly got stuck in the patient's body and resistance was felt. Furthermore, pain was experienced by the patient despite adequate analgesia. Reportedly, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one navarre drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. Multiple cracks were noted on the catheter hub. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported entrapment of device and difficult to remove issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.